Event description:
It was reported that a patient experienced hypotension and reduced blood flow. During a pulsed field ablation (pfa) procedure to treat a farawave 31 mm - us was selected for use. After treatment with farapulse, transesophageal echocardiography (tee) of the left atrial appendage (laa) showed a low blood flow velocity of 10 cm/s. In the post-mapping, both voltage and propagation indicated conduction through the laa. The plan was to continue observation and recommended that the patient undergo tee again one month later. The physician stated that since the patient had already been on medication and had myocardial damage, it is unknown whether the low blood flow had been present before pulse or was due to the effect of fara. The device is not expected to return as it was disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc and was stated to be unavailable from the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.